Manufacturer narrative:
(B)(4). G2: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had a procedure cancelled approximately 2 years ago due to ill fitting custom guides. The guide was positioning too far superiorly thereby involving the skull base/cranial vault. The surgeon then abandoned the procedure entirely and no implants were implanted. Subsequently, it was further reported that additional custom devices are in production and the patient will undergo an additional procedure once created. Attempts have been made and additional information on the reported event is unavailable at this time.